Event description:
While ventilating a pt at the hospital, the valve was not working because a piece of the valve was broken off and loose in the bag.

Manufacturer narrative:
An eval of the device could not be conducted, as it was not sent back to the manufacturer and reportedly discarded. A conversation with the respiratory therapist resulted in what we believe to have been the inlet diaphragm valve that closes upon compression of the bag had dislodged from the tail assembly not allowing gas to flow through the patient valve to the pt. This would have been seen immediately by the user as no reading would have been seen on the manometer. It should have also been seen during the "preparation for use" instructions provided with the resuscitator prior to being used on the pt.